Event description:
It was reported that the xience v stent delivery system (sds) was being advanced to the left anterior descending artery through a heavily tortuous left femoral artery access site when the catheter of the sds separated. The broken segment was removed inside the guiding catheter. The physician stated that he felt the patient's anatomy was an issue with this event. A non-abbott stent was successfully implanted without further incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.